Event description:
It was reported that while filling the pump reservoir, the wrong medication was filled. The healthcare provider reportedly filled the pump in error with morphine instead of the lioresal. The reporter stated that the healthcare provider noticed they had refilled with the wrong drug immediately, and aspirated the reservoir in 3- 4min and then programmed the pump to minimum rate mode. The amount of morphine which would of entered the tubing was less than the therapeutic minimum rate mode. The clinician realized the mistake immediately after refilling the pump and remedied. Following the error, reporter stated that "the patient is fine, continuing to receive effective therapy." The medication in the pump was lioresal (baclofen).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).